Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's device misclassified supra ventricular tachycardia (svt) episodes for fast ventricular tachycardia (vt) and vt episodes. The patient received four shocks and inappropriate anti-tachycardia pacing. The device is still in use. No further patient complications have been reported as a result of this event.